Event description:
The patient reported that there was leakage at the luer lock between the cartridge and the tubing. The patient reportedly tried changing the inset but did not change the cartridge or tubing. During troubleshooting, the patient stated that the cartridge compartment smelled of insulin. The patient reported experiencing elevated blood glucose but no injury was reported. This report is made based on the allegation that the cartridge luer connection may have leaked.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.